Event description:
The customer reported five (5) false negative results with the binax now covid-19 ag card for five patients performed during the week of (B)(6) 2023 on a nasal sample. This MFR. Report addresses patient four (4) of five (5). Confirmation testing (platform - idnow) was performed and generated positive result. The customer stated the patient was symptomatic in the 4¿7 day exposure window. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
UDI: (B)(4). B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 220462x with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 220462x, test base part number 195-430h/ lot 217944r. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 220462x showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. H3 other text : single-use, device discarded.

Event description:
The customer reported five (5) false negative results with the binax now covid-19 ag card for five patients performed during the week of (B)(6) 2023 on a nasal sample. This MFR. Report addresses patient four (4) of five (5). Confirmation testing (platform - idnow) was performed and generated positive result. The customer stated the patient was symptomatic in the 4¿7 day exposure window. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
UDI: (B)(4). B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.